Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image by a regulatory post market surveillance analyst is consistent with the exposed blade error message. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend instrument had insufficient sealing. The customer reinstalled the instrument and an exposed blade error occurred. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) obtained the following information from the crm attachments: the issue occurred while the surgeon was attempting to seal. The instrument had insufficient sealing. The instrument worked for approximately 30 minutes prior to the issue. The customer tried to reinstall the instrument and a message appeared saying not recognized by the system. The reporter was not able to answer if there was a continuous audible tone while the pedal was pressed for sealing or if the seal cycle complete tones were heard. No tissue effect was observed and there was no tissue cut that was not fully sealed. The target tissue was under tension during the sealing process. The vessel was not greater than 7 mm and there was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted and the jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding observed. The surgeon does not know what caused the issue.